Event description:
It was reported that the patient temperature deviated from 35.7°c to 34.3°c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient temperature deviated from 35.7°c to 34.3°c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility did not have the serial number of the device that was involved in this event as it was not recorded at the time of the event.

Event description:
It was reported that the patient temperature deviated from 35.7°c to 34.3°c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.